Manufacturer narrative:
This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited multiple untreated episodes with oversensing of noise and low amplitude morphology measurements. Review of device data by boston scientific technical services suggested the source of the noise was likely caused by a potential electrode fracture. The s-ICD was also noted to have recorded an opcode reset in its memory as well. The s-ICD constantly checks for the integrity of its parameters on an hourly basis and when a bit flip alert occurs, the device will detect this and perform such a reset. This means the s-ICD tried to run a command that had been corrupted. As there was no reason an electrode fracture would be expected to contribute to this reset, ts recommended total system replacement. All evidence indicates surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited multiple untreated episodes with oversensing of noise and low amplitude morphology measurements. Review of device data by boston scientific technical services suggested the source of the noise was likely caused by a potential electrode fracture. The s-ICD was also noted to have recorded an opcode reset in its memory as well. The s-ICD constantly checks for the integrity of its parameters on an hourly basis and when a bit flip alert occurs, the device will detect this and perform such a reset. This means the s-ICD tried to run a command that had been corrupted. As there was no reason an electrode fracture would be expected to contribute to this reset, ts recommended total system replacement. All evidence indicates surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.